Event description:
It was reported the customer mulitple no delivery alarms on their insulin pump. Customer's blood glucose was unknown at the time of the call. Customer stated the no delivery alarm was resolved by an infusion set change. The customer declined to return their supplies for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.